Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used extension set. As received, no physical damage or other anomalies were observed. The extension set was leak tested and no leaks were observed. The complaint could not be confirmed nor replicated. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the extension set exhibited a leakage while administering the medication. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.